Manufacturer narrative:
Complaint investigation originally completed september 15, 2025, identified during the customer data review that only the sids below could be identified in the data available from the customer. It was identified that runs were performed across multiple lot numbers. (B)(6) (B)(6) 2025 17:54:29 run with lot 414712 (B)(6) (B)(6) 2025 12:14:33 run with lot 414712 (B)(6) (B)(6) 2025 12:24:55 run with lot 408297 (B)(6) (B)(6) 2025 14:28:50 run with lot 414964 MDR 3005248192-2025-00278 and 3005248192-2025-00280 were sent with corrected lot number information. All other related mdrs will maintain original lot number information (lot 414712). Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity criteria and acceptance criteria resulting in a disposition of pass. Customer data review: all available/relevant customer data was reviewed. The assay met specification requirements as no error codes or flags were displayed for the run controls. The amplification curves appeared delayed for the rsv analyte for the four (4) sample ids (sids) that were analyzed. The cycle threshold (CT) values of the samples (40.83, 41.48, 38.63, and 40.45) were near the CT cutoff (42.0) indicating weak positive samples. While the customer data review verifies the customer's observations, the remaining elements of the investigation were utilized to support the final product deficiency decision. Quality data review: device history record (DHR) review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 did not identify any issues that could have led to the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA (corrective and preventive action) / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any quality records related to the reported complaint for the reported lot or component lot. A part specific CAPA review was also performed for part 9n79. A product deficiency was not identified by this review. Complaint history review a lot specific and part specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Additionally, complaint trending was reviewed. List number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/ similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. Additional mdrs submitted for additional run dates: (B)(4).

Event description:
Customer reported false positive results on the rsv target when running the alinity m resp-4-plex assay. Customer reported the following cases: sample ID completed time (B)(6). Technical application specialist (tas) performed log analysis and provided details on the following two sample ids (sids): 1 - (B)(6) was run on july 15, 2025 and generated a result of positive for the rsv target, with a value of 38.63 CT (cycle threshold). Curve showed late amplification and looked erratic with an u shape curve while internal control (ic) curve was sigmoidal. 2 - (B)(6) was run on july 16, 2025 and generated a result of positive for the rsv target, with a value of 40.45 CT. Curve showed late amplification and looked erratic with an u shape curve while ic curve was sigmoidal. No particular bias has been noticed on assay processing unit or pipettor. Customer is requesting more explicit information regarding the pcr process and questioning why all those specific curves reported as positive. Since the end of the rsv epidemic, customer has had results with CT>40 and very low fluorescence that they consider negative. Customer reported samples as negative. There was no impact on patient management.